Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a dbs (off-label) system for parkinson's disease. It was reported approximately a year post-implant, the patient experienced similar parkinson's disease symptoms as prior to implant. X-rays indicated the extension appeared fractured. Diagnostic testing revealed high impedance values. Subsequently, the patient's extension and ipg were explanted and replaced. The ipg was electively replaced as noted by the physician. Effective therapy was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.